Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented for a pocket revision procedure on (B)(6) 2021. The patient's pacemaker was explanted and replaced.

Event description:
New information noted that the pacemaker had eroded. He patient was stable before during and after the procedure.